Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser became inoperable while using the system off label for skin treatments with a slit lamp which was not approved for use with the system.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative found that the laser switched off due to overheating. The company representative identified that the slit lamp used was not approved by the company. No repairs were performed. A review of the customer¿s complaint history for the last (B)(6) months did not show any previous complaints of this kind against the system. The system was manufactured on july 29, 2003. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer mishandling. A (non-approved) slit lamp was used for the procedure. This system is not designed for this configuration. (B)(4).